Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powered laser surgical instrument foot switch failed to pair. The issue occurred during a therapeutic lithotripsy and was completed using an olympus back-up. There were no reports of patient harm.